Event description:
It was reported in the pt's clinic notes on (B)(6) 2010 that the pt had been having 1-2 spasms per day, which had increased within the past couple of months. Diagnostic testing on this date showed proper device function. On (B)(6) 2011, the physician reported that there had been a recent increase in the spasms, but a decrease in the pt's other seizure types. The pulse width was decreased from 500 to 250 microseconds. Attempts for further information have been unsuccessful to date.